Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed varied longevity estimates. It was recommended that the patient be brought in to the clinic in the next couple of months for device assessment and update the battery voltage. The patient was not pacemaker dependent and had not received any therapies.